Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 14 mmol/l while the sensor glucose reading was 20 mmol/l. The sensor went into low and suspend.